Manufacturer narrative:
(B)(6): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. A 3.5 x 28mm xience v stent delivery system was deployed at 10 atmospheres and was post-dilated with a 3.5 x 12mm nc trek balloon dilatation catheter. After post dilatation, an edge dissection was noted at the proximal end of the stent. A 3.5 x 15mm xience v stent was used to successfully cover the dissection. There was no adverse patient sequela reported. No additional information was provided.